Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer slide rail bearing was fallen out. A field service engineer found that the bumpers were missing and/or damaged, which had led to the migration of the bearing retainer and the subsequent loss of ball bearings. Fse replaced slide rail to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2 failed due to the right side wheels being off the rail (derailed). This caused difficulty closing the drawer and resulted in the drawer being marked as failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.